Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. Since the sample was not received for evaluation and no picture was provided, the customer complaint could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if the sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the post priming of the joey 1000ml safety screw spike, there was tubing separation while priming and placing it into the pump. No additional information was provided. No patient was involved in this event.